Event description:
It was reported on 14apr2026 by the ventricular assist device (vad) coordinator that the patient had an ischemic cerebrovascular accident (cva) post vad implant that was confirmed with a computed tomography angiography (cta) of the head and neck. The patient was re-intubated and was recovering in the intensive care unit (ICU). It was later communicated that imaging was notable for prior strokes. The patient experienced worsening right sided weakness and aphasia. The patient was not a candidate for a thrombectomy and was extubated following commands. It was noted that the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.